Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that at implant attempt the left ventricular lead would not stay in place as the coronary sinus vein was too big. The lead was removed and replaced. No patient complications have been reported as a result of this event.